Manufacturer narrative:
The patient's demographics such as age, date of birth, gender, and weight were not supplied. A field service engineer (fse) was dispatched and identified a loose/slipping wash pump belt. The wash pump was rebuilt, which includes replacing the wash pump belt. In conclusion, a hardware malfunction is the cause of this event. The loose/slipping wash pump belt caused inaccurate dispense volumes and led to the imprecision in both the erroneously high access tpo antibody results and the multi-assay qc (quality control) failures. Reagent pack monitoring errors were also caused by the slipping belt. All mdrs associated with this event: MDR 2122870-2016-00345, MDR 2122870-2016-00346.

Event description:
The customer reported obtaining erroneously high thyroperoxidase antibody (access tpo antibody) results for twelve (12) patients on the laboratory's access 2 immunoassay system serial number (B)(4). Additional access tpo antibody results generated either "no value" or "cancelled" test results. The customer did not provide any repeat analysis results from these patients. The initial elevated access tpo antibody results were not released from the laboratory, and there was no change to patient care or treatment in conjunction with this event. This MDR represents the events that took place on (B)(6) 2016. MDR 2122870-2016-00346 represents the events that took place on (B)(6) 2016 that are related to the events on (B)(6) 2016. The customer also obtained failing quality controls (qc) for multiple analytes and reagent dispense errors throughout (B)(6) 2016. Sample collection and centrifugation information was not provided by the customer. A field service engineer (fse) was dispatched to assess instrument performance.